Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a cougar guidewire that difficulties were encountered on removal and that part of the wire detached inside the vessel. The lesion was located in the distal lad exhibiting little tortuosity, severe calcification and cto. The wire was removed from the hoop per IFU but was not inspected. It was reported that the wire was initially in the first second diagonal and then the wire was recrossed and placed to the lad. After the wire was placed to the lad, difficulties to remove it were encountered. Resistance was encountered during removal and it is reported that the tip detached. No attempt was made to remove the tip. Patient is alive with no injury.

Manufacturer narrative:
Image review: the wire was placed in the diagonal and a lot of work was done in the lad including ballooning, stent placement, post-dilatation, some of the work done at the wire tip junction. The wire was then flipped to the lad where it was used to balloon distally. It is suspected that the diagonal wire was traumatized by the stent, when used outside of the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.